Manufacturer narrative:
Device is a combination product device evaluated by manufacturer: a visual and microscopic examination identified distal stent damage. Stent strut rows 1 to 3 were stretched distally. Solidified blood and solidified contrast media were present within the inflation lumen, indicating the device was used vivo and was prepped or use. The tip was flared. This type of damage is consistent with guidewire movement during attempts to cross the lesion. The balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2011-02130. Reportable based on analysis completed on (B)(6) 2011. It was reported that during a coronary artery treatment procedure difficulty crossing the lesion occurred. The lesion being treated was 2.5 in diameter, 24mm long, de novo with mild tortuousity and moderate calcification. The lesion was treated with pre-dilatation with a 2.25x20mm maverick balloon to 11 atm. The physician attempted to implant a 2.50x20mm taxus liberte stent, but had difficulty crossing the lesion. The physician then attempted to implant a 2.50x28mm taxus liberte stent but had difficulty crossing the lesion. The procedure was completed with post-dilation with a 2.75x20mm quantium maverick balloon. To what atms and the number of inflations is unknown. No patient complications were reported and the patients status is stable. Analysis of the returned device revealed stent damage.